Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reza0020 showed no other similar product complaint(s) from these lot numbers.

Event description:
On (B)(4) 2015 - it was reported that the hospital van team was doing a PICC line insertion and the line allegedly needed to be removed. When removing, the line reportedly became stuck and a surgeon was called to assist. When removed, the line allegedly had a knot in it and initially, it was fine during insertion. On (B)(6) 2015 - photo indicates the "line" is a guidewire.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a knotted guidewire is confirmed. The product implicated is a powerpicc 5 fr t/l hf 3cg catheter. The complainant ((B)(6) hospital) has provided bas with two photos. One of the photos contains the image of the alleged complaint sample. The knot in the wire is not entirely distinguishable based on the image in the photo. The photo is slightly out of focus. It is possible that turbulence within the central venous system may have initiated the guidewire looping over itself, forming the knot. As the knot tightened it probably impeded its removal. The mechanism of damage to the guidewire is undetermined.